Event description:
Following a femoral arterialgram, a 6f angio-seal device was deployed. The pt subsequently complained of right groin pain radiating to the lower back region. A drop in systolic blood pressure was noticed and the physician was notified. After physical examination, a femostop was applied and three liters of fluid were administered to maintain systolic blood pressure at 100mmhg. The vascular was notified who completed a second physical exam indicating that the pt had retroperitoneal bleed. The angio-seal device had been deployed in the subcutaneous tissue, deep in the groin, under the inguinal ligament. The angio-seal device was removed and the pt received two units of pack red blood cells. Post surgical procedure, doppler and physical examination revealed that pulses were good above and below the artery. The pt was discharged home in 2000.